Manufacturer narrative:
Device discarded.

Event description:
It was reported that during a vertebroplasty procedure, that the patient's blood pressure dropped due to the physician cutting a nerve. Medical intervention was necessary for a small chest bleed by inserting a coil to prevent further bleeding. The patient was admitted to the ICU. Upon follow up, the initial reporter was not able to provide any further information regarding the reported event.